Event description:
The patient underwent stent supported embolization of a basilar artery aneurysm. Placement of two enterprise vascular reconstruction devices was performed at this setting. No adverse events occurred during the procedure. The patient was discharged on a regimen of aspirin and clopidogrel. The patient began to experience dizziness approximately 1 month after the procedure. He was admitted to an outside hospital. The principal investigator was informed of his admission at which time the patient was transferred to this institution. The patient and his wife reported non-compliance with his prescribed regiment of aspirin and clopidogrel, up to 50% of the time since procedure completion. Brain imaging and clinical evaluation revealed multiple strokes in the territory of the treated vessel. The patient was found to have difficulty with speech and balance and eye movement. Angiography showed occlusion of the previously treated vessel, which was re-opened at this juncture with interventional procedure (intra-arterial thrombolysis and mechanical thrombectomy). He is currently still hospitalized and is making good clinical recovery.

Manufacturer narrative:
One month post stent supported embolization of a partially thrombosed basilar artery aneurysm with two enterprise vrds, the patient began to experience dizziness and the patient was found to have speech balance and eye movement difficulties. Brain imaging and clinical evaluation revealed multiple strokes in the territory of the treated vessel. Angiography showed occlusion of the previously treated vessel, which was re-opened at this juncture with interventional procedure (intra-arterial thrombolysis and mechanical thrombectomy). The patient and his wife reported non-compliance with his prescribed regiment of aspirin and clopidogrel, up to 50% of the time since procedure completion. At the time of the report the patient was still hospitalized and making good clinical recovery. The patient was started on aspirin 81 mg po and clopidogrel 75 po daily beginning 4 days in advance of the procedure and including the procedure date. The aneurysm had both a saccular and fusiform component. The proximal approximate diameter was 2.97 mm and distally was approximately 3.5 mm. The aneurysm size was measure by catheter angiography: 6-7 mm (6.4 mm); by MRI=1 cm, neck: approx 6 mm, and neck to sac ratio: approx 1.07. The aneurysm was fusiform, circumferential, with a saccular component towards the right, arising from the mid-basilar artery. Medications given consisted of heparin 6000 u IV in divided doses. Maximum act during the procedure was 380 seconds obtained during the time of the procedure. No balloon remodeling was utilized for the procedure. No additional balloon expansion was needed; the stents were deployed in standard fashion per device recommendations (unsheathing technique out of microcatheter). The stents were placed longitudinally in the natural axis of the vessel, with one stent placed inside the other via a prowler plus select microcatheter (606-s255-fx). The 14 mm (smaller) length stent was placed inside the 28 mm stent. Four non-cordis coils (micrus) were placed in the aneurysm. Apart from the stent reconstruction devices and microcoils, no other implantable materials were used in the target vessel. The patient was also administered aspirin 325 mg po and clopidogrel 300 mg po post operatively and discharge medication included aspirin 81 mg and clopidogrel 75 mg to be taken daily until further notice (expected to continue dual antiplatelet therapy for 6-12 months and monotherapy lifelong). The patient is making good clinical recovery; he has full motor strength and improved ability to move eyes to the left. He is improving in his subjective dizziness though he still has ataxia while walking. He has a mild left facial weakness and a more obvious left cranial nerve vi (abducens nerve) palsy. Note: lake region lot number 01415771 is cordis lot number 13471764. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01415771 which corresponds to cordis lot 13471764. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Manufacturing records for lot 13471764 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to (B)(4), and the results indicate that the stent shipped meets specified release requirements. Additional DHR review for the stent parylene coating per (B)(4). Thrombosis and stroke are known adverse events associated with intracranial stent assisted embolization as listed in the instructions for use (IFU). It was reported that this patient who presented with neurological symptoms diagnosed as stroke with vessel occlusion one month post overlapping enterprise vrd stenting to support coil embolization had not been compliant with the prescribed antiplatelet therapy. The IFU precautions that the performance and safety of two or more overlapped stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. Recommended concomitant medical therapy for the enterprise clinical studies including post procedure aspirin and clopidogrel is also outlined in the IFU. With review of the available information, it appears that patient, procedural and pharmacological factors may have contributed to the vessel occlusion and stroke. There is no indication that it is related to the device design or manufacturing process. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00171 and 1058196-2010-00172.

Manufacturer narrative:
The enterprise stents catalog and lot numbers are enf 452812, lot #13471847 and enf 451412, lot # 13471764. The target vessel was a fusiform basilar artery with a partially thrombosed aneurysm. The aneurysm had both a saccular and fusiform component. The proximal approximate diameter was 2.97 mm and distally was approximately 3.5 mm. The aneurysm size was measure by catheter angiography: 6-7 mm (6.4 mm); by MRI=1 cm, neck: approx 6 mm, and neck to sac ratio: approx 1.07. The aneurysm was fusiform, circumferential, with a saccular component towards the right, arising from the mid-basilar artery. No balloon remodeling was utilized for the procedure. No additional balloon expansion was needed, the stents were deployed in standard fashion per device recommendations (unsheathing technique out of microcatheter). Te stents were placed longitudinally in the natural axis of the vessel, with one stent placed inside the other. The 14 mm (smaller) length stent was placed inside the 28 mm stent. Four non-cordis coils (micrus) were placed in the aneurysm. Apart from the stent reconstruction devices and microcoils, no other implantable materials were used in the target vessel. The following non-implantable materials were used: #2 cordis 5 french mpd envoy guide catheter (lot number not available; product code=(B)(4)), cordis prowler plus select microcatheter (lot number not available; product code=(B)(4)), micrus coils as listed, cashmere 14 sr 9 mm x 22 cm, presidio 10 cerecyte 7 mm x 22 cm, presidio 10 cerecyte 5 mm x 17 cm, and presidio 10 cerecyte 4 mm x 11.5 cm, and an excelsior sl 10 (boston corporation) microcatheter. Medications given consisted of heparin 6000 u IV in divided doses, patient was begun on aspirin 81 mg po and clopidogrel 75 po daily beginning 4 days in advance of the procedure and including the procedure date. The patient was also administered aspirin 325 mg po and clopidogrel 300 mg po post operatively. Ancef 1 gm IV was administered at the time of groin closure. Maximum act during the procedure was 380 seconds obtained during the time of the procedure. The discharged doses consisted of 81 mg and clopidogrel 75 mg to be taken daily until further notice (expected to continue dual antiplatelet therapy for 6-12 months and monotherapy lifelong). The patient is making good clinical recovery; he has full motor strength and improved ability to move eyes to the left. He is improving in his subjective dizziness though he still has ataxia while walking. He has a mild left facial weakness and a more obvious left cranial nerve vi (abducens nerve) palsy. Note: lake region lot number 01415771 is cordis lot number 13471764. Per lake region report (B)(4); lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01415771. This packaging lot contained (B)(4), which were shipped from lake region medical on october 8, 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The following non-implantable materials were used: #2 cordis 5 french mpd envoy guide catheter (lot number not available; product code=(B)(4)), cordis prowler plus select microcatheter (lot number not available; product code=(B)(4)), micrus cois. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00171 & 1058196-2010-00172. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with mfg report # 3003742446-2010-00089 & 3003742446-2010-00090.